Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing, which resulted in pacing inhibition during magnet application. The patient was exposed to electrocautery. This crt-d system remains in service. No adverse patient effects were reported.